Event description:
It was reported, "patient experienced pain from 1 1/2 year ago (implanted 3 years ago in (B)(6)). Surgeon reviewed patient and it was confirmed the cup was loose. There was heat around the acetabular component and surgeon decided to revise the cup. Upon removal of the cup there was no appearance of ongrowth. The cup was implanted with a screw originally."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.